Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined through this investigation. The account reported that the patient experienced cardiac arrhythmias beginning on (B)(6) 2020. On (B)(6) 2020, the patient was transferred from an outside hospital after being appropriately shocked twice by their implantable cardioverter-defibrillator (ICD) for ventricular fibrillation (v. Fib). The patient reported taking metolazone the day before their admission for mild shortness of breath and edema. The patient denied chest pain, shortness of breath, palpitations, head ache, dizziness, and loss of consciousness before and after the shock. Upon admission to the outside hospital, the patient¿s potassium (k) was 2.9 and their magnesium (mag) was 1.5. The patient was given potassium chloride and magnesium and was transferred to the current hospital. The patient was discharged home on (B)(6) 2020 following aggressive repletion of k+ and the addition of spironolactone. Multiple requests for additional information were sent to the customer; however, no additional information was received. The patient remains ongoing on vad support. Cardiac arrhythmia is listed in the heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) as an adverse event that may be associated with the use of the hm3 lvas. The patient care and management section of the hm3 lvas IFU contains a subsection entitled ¿implantable defibrillators or pacemakers.¿ heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Cardiac arrhythmia is listed in the hm3 lvas IFU as an adverse event that may be associated with the use of the hm3 lvas. The patient care and management section of the hm3 lvas IFU contains a subsection entitled ¿implantable defibrillators or pacemakers.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was transferred to the hospital on (B)(6) 2020 after being appropriately shocked twice by their ICD for ventricular fibrillation. The patient reports taking metolazone the day before admission for mild shortness of breath and edema. The subject denies chest pain, shortness of breath, palpitations, headaches, dizziness and loss of consciousness before and after the shock. The patient was given potassium chloride and magnesium. The patient was transferred to another hospital on (B)(6) 2020. The patient was discharged after aggressive repletion of potassium and addition of spironlactone.